Event description:
It was reported that the lead had positioning/fixation difficulty, unacceptable thresholds, no capture, and was dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. All conductors were distorted, and there was blood/body fluid present. The outer insulation was breached cut, and there was apparent explant damage.